Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had a suction loss on (B)(6) 2016 while laser was firing due to too much movement. Patient came back on (B)(6) 2016. It was reported by the account contact that she heard a noise that resembled a suction loss but the syringe still showed good vacuum. There was no report of laser system stopping during the procedure. It was also reported there were bubbles on the screen that looked different. Flap was lifted normally and excimer was completed. Account stated the sidecut nasally appeared to be at a different angle than the rest of the sidecut. No loss of best corrected visual acuity or other complications.